Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant alleged that the attending nurse received a shock when evaluating electrode pads placement on the patient. Complainant indicated the nurse did not require any medical intervention. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device has been taken out of service. No product has been returned for investigation. The investigation will be reopened if the device is returned for evaluation.